Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implanted device is warm to the touch for about a couple days, not sure. The caller said that when the patient is walking around, it is not warm. However, when the patient is sitting down, the site becomes warm. The caller said it is not very warm, just slightly warm. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.